Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was delivered into the eye damaged. Patient impact is unknown. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Customer indicated the use of a qualified 20 diopter lens and a qualified viscoelastic. Customer indicated the use of an unspecified handpiece. It is unknown if only qualified products were used. The product investigation could not identify a root cause for the reported complaint. Customer attempted to deliver the lens through the pre-loaded device and then again through the d cartridge with an unspecified handpiece. The dfu does not instruct for or condone the removal of the lens for delivery in another device. The manufacturer internal reference number is: (B)(4).